Event description:
While using a 12mm trocar for laparoscopic surgery, plastic shavings were coming from inside of the trocar when the surgeon was inserting a laparoscopic scissors. Plastic pieces noted and removed from patient's abdomen at time of occurrence. No harm to patient. Surgeon states he is unaware of which specific surgical implement actually caused the shavings, as several different instruments were used in the course of the procedure. FDA safety report ID# (B)(4).